Event description:
During preventive maintenance, the customer reported the ventilator alarmed and would not power up via ac or dc power. The customer reported the device was not in use on a patient therefore there was no patient involvement. Review of the device diagnostic history noted an occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The manufacturer's field service engineer confirmed the customer reported problem. The service engineer replaced the power management pcb board to address the reported problem. Applicable testing was performed to operating specifications.

Event description:
Factory analysis of the returned power managment pcb board revealed shorted components, which caused the ventilator to not power up.

Manufacturer narrative:
Supplemental report